Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty. The caller was advised to use manual daily injections as a backup therapy until the replacement with updated software arrived. Instructions were provided for putting the pump into storage mode and returning it to tandem, which the caller acknowledged. A replacement pump was sent to the caller without requiring a delivery signature.